Event description:
It was reported a death occurred. A patient had a 24mm watchman device implanted. Shortly after their procedure, the patient returned to the hospital and was treated for covid and sepsis, however they did not survive. No further information is available at this time.